Event description:
A falsely elevated troponin I result of 1.25 ng/ml was obtained on a patient sample. The result was reported to the physician. The sample was retested and a result of 0.04/0.01 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was carry in from a worm r2 probe.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carried in from a worm r2 probe. The malfunction was resolved after the customer replaced the probe with guidance from a siemens technical assistance rep. The instrument is performing within specs.